Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 300 mg/dl. Customer battery indicator does not show less than 2 bars. Customer did not receive weak battery alert and batteries were not previously used. Customer also reported that she had blank display on the insulin pump. Customer's blood glucose at time of incident was 225 mg/dl. Customer pump does not show physical sign of damage and was not dropped or bumped. Customer pump was not exposed to moisture and it use aaa alkaline battery. Customer was advised we are sending replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated with backup plan for her high blood glucose. Customer declined to troubleshoot for high blood glucose, blank display and battery out limit.